Manufacturer narrative:
R&d performed an analysis of the event. Currently, there is no requirement that the sample ID and donor ID need to be unique. The scenario is reproducible. There is no indication that the instrument is not performing as intended. Change request #(B)(4) has already been submitted to request a validation check to prevent the user from assigning identical sample ids for the patient sample and donor sample during order creation. (B)(4).

Event description:
Customer reporting an event of a false negative result to the crossmatch ahg test performed on the vision for a cap proficiency sample that was later identified to have an expected result of incompatible. According to customer, sample # (B)(6) was supposed to be crossmatch with donor # (B)(6). However, tech inadvertently crossmatch the sample ID # (B)(6) with itself donor # (B)(6) and got cmp instead of incmp. Customer failed the cap survey due to the reported compatible result for the listed combination xm ahg test. After receiving the summary report from cap, the manager repeated the crossmatch testing for sample and donor unit in question and did get the correct result of incmp. However, customer main concerned is that the vision software did allow the tech to pick the same sample ID as the recipient and as the donor unit without alerting the user. Customer indicates their expectation that the software would not allow a donor be selected as centblood when the validation window indicates donors must be either packed cells or 0.8% red cells.